Event description:
Pump declared altitude alarm 21, but there was no adverse impact to the customer's blood glucose level. Technical support advised the customer to clean the speaker holes with a soft brush and reconnect the cartridge, allowing insulin to resume after a brief wait. The pump returned to normal operation, and additional advice was provided to prevent future altitude alarms.